Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited continuous high pressure alarm 2 after the cassette was put in place and the tubing was changed. Switching to the 2nd pump and identical alarm. Change of the tubing and cassette to return to normal. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated d10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. The returned sample was received in unused condition inside a plastic bag with their original packaging. Visual inspection and functional test were performed. Visual inspection found no obstructions, damaged, or defects present in the sample. Functional testing showed that the sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated in any of the samples. The failure mode reported was not confirmed. No root cause was determined for reported problem and no subsequent actions were taken as the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.